Event description:
After opening implant, it was discovered that the implant did not fit into the 54mm cup. A second insert of the same size was then opened, and it fit fine. There was no adverse consequence for the pt or delay in surgery or anesthesis time.

Manufacturer narrative:
Summary evaluation: the evaluation results, although perhaps inconclusive in the absence of the event shell, could not verify the reported complaint and suggest that this event is not device related but rather is associated with intra-operative technique.